Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be wrapped in the pocket during a device change out procedure so a hairline fracture was suspected. Measurements were stable and all similar to values at implant. The lead was repaired with a lead repair kit and left in service. No adverse patient effects were reported.